Manufacturer narrative:
Customer report of "leakage" was confirmed. Blood was visible underneath balloon and inside inflation lumen. Balloon inflated, but did not maintain inflation due to interlumen leakage between inflation and infusion lumen. Balloon was intact.

Event description:
We were checking placement of the ep on flouro and we saw leakage. We pulled the sinus cannula out and it had ruptures.